Event description:
On (B)(6) 2012 a smac plus cv line, made by covidien (catalog number 1316-12g) was inserted into the pt. A bd q-syte was connected to the catheter hub. The line was then filled with heparin. On (B)(6) 2012, the pt¿s condition suddenly changed and the pt passed away. After the pt¿s death, the customer first contacted covidien for investigation of the line. The customer did not believe the line was related to the death, but wanted the condition of the sample checked. Covidien took photos of the sample, however, the customer requested immediate return of the sample and no investigation was conducted.

Manufacturer narrative:
The (B)(6) was notified and observed the bd q-syte device attached to the central line. (B)(6) contacted (B)(4) regarding the incident. The customer has not complained about the bd q-syte device, nor have they contacted bd (B)(4) regarding this matter. Covidien attempted to obtain add¿l info regarding the incident: the pt¿s medical history, and cause of death, however, no add¿l info was received. It is also unk where the samples at this point (i.e. If the hospital still has it, or if it has been discarded), as the customer has halted communications with covidien and bd (B)(4) regarding the incident. Results ¿ no add¿l info regarding this incident is available. The sample will not be received for eval as the customer has halted communications. Without a lot number, a review of the device history records and material review report database could not be performed. Conclusions: without a sample, we are unable to confirm any damage to the bd q-syte device that may have contributed to this incident. (B)(4).